Event description:
The hcp reported the patient had been experiencing an increase in her pain and was taking supplemental oral medications. At refill, all 18cc was aspirated from the pump reservoir. No low battery alarms were occurring. The patient had had numerous procedures recently, one "had to do with radiofrequency." A follow up report will be sent when additional information is received.